Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server hangs and not responding during the reboot process. A technical support specialist (tss) performed the server reboot. Ensured services were running and validated. Informed the customer that the server had been rebooted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the server hangs and not responding during the reboot process. The customer stated that this malfunction causing a delay in patient care as the medstation were not able to communicate to the server. However, there were no adverse events or injuries reported based on this event.